Event description:
During a remote follow-up, increased high voltage impedance and variable r-wave sensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed and no anomaly was observed.